Event description:
It was reported that the scanner is giving inaccurate readings when placing PICC lines. Customer has had the sensor replaced, but scanner continues to be about 2cm off. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the scanner is giving inaccurate readings when placing PICC lines. Customer has had the sensor replaced, but scanner continues to be about 2cm off. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner is giving inaccurate readings when placing PICC lines. Customer has had the sensor replaced, but scanner continues to be about 2cm off was unconfirmed. There is no error in the ultrasound system, it may be a 3cg issue that needs to be returned to slc for further testing. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.